Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative. Root cause: the root cause for the reported issue that device had error code - 352.6700 was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that a syringe module stopped abruptly due to a channel error -code 352.6700. There was patient involvement, but the outcome is unknown. Although requested, additional information was not provided.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that a syringe module stopped abruptly due to a channel error -code 352.6700. There was patient involvement, but the outcome is unknown. Although requested, additional information was not provided.